Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers spouse reported that they are trying to change sensor because they are having issues. The blood glucose readings were unknown.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor adhesive anomaly was noted.